Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Not having sufficient saline in order to facilitate the formation of plasma. 2. Inadequate suction. 3. Device reaching its end of life. 4. Not having the wand or foot control connector fully inserted into the controller display. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an adenoidectomy procedure, the device did not work. The case was completed using suction cautery with a competitor device without any delay and patient injury reported.